Event description:
It was reported to the MFR that the vns pt's generator showed high lead impedance during a diagnostic test and has also been experiencing an increase in seizure activity. The device was turned off since a lead break was suspected. The pt was sent for a surgical consult and replacement surgery is pending for the pt.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.